Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate or confirm the customer reported complaint. Fa did not find any issues with the image or the 3d image. Fa also found that the image was good on both eyes and no errors. Fa noted scope bearing friction issues.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the image was inverted on the 30 degree plus endoscope. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.